Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported via company representative right implant rupture. The device has been explanted and replaced.

Event description:
Healthcare provider reported via company representative right implant rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Observed device patch with lot number 3472942. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.